Event description:
It was reported that control-iq was not adjusting insulin delivery as expected, resulting in a blood glucose level of 43 mg/dl. The customer addressed the low blood glucose by consuming carbohydrates and glucose tablets and turning off the pump. Control-iq status was displayed as ¿na,¿ and the pump reverted to the patient profile, with customer support continuing troubleshooting.